Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2007, the patient was treated for an abdominal aortic aneurysm. The physician implanted two gore® excluder® aaa endoprostheses, one in the lcia and one in the rcia. The patient tolerated the procedure. On (B)(6) 2022, the physician performed a reintervention, after follow up showed aneurysm enlargement on both sides. He believes disease progression caused the enlargement, as no endoleaks were found. He implanted two gore® excluder® aaa endoprostheses and a gore® excluder® iliac branch endoprosthesis, as well as embolizing the lcia. The patient tolerated the procedure. Images were received and evaluated.

Manufacturer narrative:
H.6. Type of investigation code 4118 updated to code 3331 with completion of phr review h.6. Investigation findings: investigation findings code updated to code 213 as a result of the completion of a DHR review. H.6. Investigation conclusions: code 11 updated to code 4315. An evaluation of returned images was performed. The evaluation stated: there appears to be an excluder approximately 10-15mm distal to the lowest renal artery. Note: the implanted endograft is fully apposed to the aorta @15mm distal to the lowest renal artery. There appears to be approximately 8mm of seal. There is no contrast visualized outside the graft proximally. There is no evidence of contrast within the distal abdominal aorta indicating a type 1b endoleak. There is ~59mm from the end of r ipsi limb to the r hypogastric artery. There is approximately 62mm from the end of the contralateral limb to the l hypogastric artery.